Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose ressults were 565mg/dl, 59mg/dl. Tests were done less than 10 minutes apart with a difference of 144%. Patient did not experience any adverse events. No further information has been reported.